Event description:
It was reported that the user¿s ilet pump powered back on displaying alert 60 indicating a bluetooth communications error, continued to prompt for restart, and would not connect to the sensor; the user was advised to shut down the device pending replacement. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included case review and product technical assessment based on the reported alert and behavior. Investigation of this case revealed a communication malfunction consistent with a bluetooth module or board connectivity issue preventing sensor pairing and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure associated with the bluetooth subsystem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.